Event description:
Light source, suction and irrigation were set up and used during procedure. During large portion of procedure, device was not used, and was placed on draped abdomen where it remained turned on. After the procedure, pt was found to have a 5 mm x 2 mm burn on skin of abdomen. No evidence of product malfunction.